Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. After she removed the tubing set, she noticed a fluid leak inside the cassette door. Patient states no ill effects, antibiotics taken as a precaution. There is a sample available for evaluation.